Event description:
The facility rep reported a pump with an error m013051 code. This event occurred during infusion, which may have caused the infusion to stop. No pt injury or medical intervention was reported. No additional info is available.

Manufacturer narrative:
During product evaluation, the customer's reported condition of a pump with an error m013051 was confirmed. The root cause was due to a faulty drive assembly. The problem was resolved by replacing the drive assembly. The device was retested, and returned to the customer within specification.